Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported treatment and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported that the patient had been treated for hypoglycemia. The patient's blood glucose levels had decreased to 30 mg/dl while wearing the pod.. In addition the patient reports being unable to pair their pod with the continues glucose monitor. The patient reports using pen injections of insulin as treatment. The patient reports they were dehydrated and unable to speak or move and they had lost consciousness for 3 hours. Upon arrival of the paramedics the patient was treated with glucose. The patient did not go to the hospital. The patients pod will not be returned as it was disposed.